Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information has been requested but not received.

Event description:
It was reported that the patient was experiencing ineffective therapy. Reportedly, the patient fell onto his ipg site which resulted in the patient's stimulation turning on and off and lead contacts exhibiting high impedances. Reprogramming resulting in the patient's stimulation turning back on and covering the correct pain pattern. Surgical intervention is expected to resolve the issue.